Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion of the light guide plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a noisy image. There was no patient involvement.